Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause from the information obtained is that reprocessing was not completed properly and the foreign material remained. A device malfunction was confirmed during evaluation, the definitive root cause of the reported malfunction could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material from the forceps channel and in the main body. There was no patient involvement.